Event description:
It was reported a patient underwent an unknown procedure on an unknown date a drain was used. On (B)(6) 2025, ward registered nurses attempted to remove a left foot drain as ordered by the treating team. The attempted drain removal was met with strong resistance and therefore the procedure was ceased. The treating team were advised that the drain was not removed and 2 x vascular medical officers attempted to remove the drain on the ward however this was unsuccessful as the drain 'snapped'. The patient required the remaining piece of drain to be removed in the operating theatre on (B)(6) 2025. Discussing the issue with the vascular surgeon who removed the remaining drain piece in the operating theatre on (B)(6) 2025, they indicated that the 8cm piece was at a difficult angle to remove and it is likely the positioning of the drain versus a product concern that contributed to the 'break/snap'. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available additional information provided: surgical techniques will be discussed at the vascular department meeting, scheduled for (B)(6) 2025. Patient outcome/consequences: nil harm to the patient has been attributed to this identified issue. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.